Manufacturer narrative:
(B)(4). B6: relevant tests/laboratory data, including dates - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information was provided.

Event description:
The reported glucose values fall within the e zone of the parkes error grid.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2: additional information.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated her husband found her unconscious and thrashing around in the bed in their home at an assisted living community, and he called security to ask for help. Security called the ambulance and the patient was taken to the hospital. The patient was hypoglycemic with a bg reading of 2 mg/dl although the cgm indicated 300 mg/dl. Prior to the event, the patient was getting over a 100 mg/dl difference on the bg versus the cgm readings. At some point the patient had difficulty breathing and she reported that at the hospital they ¿surgically cleaned the esophagus and it was successful¿ in helping her to breathe normally again it is unknown if this was a reference to an upper endoscopy or tracheal suctioning or other procedure, and is unknown if this was related to the hypoglycemic episode as she said that she cannot remember what happened. Treatment for the hypoglycemia was unknown as the patient could not remember. Afterward she was on a liquid or soft diet. She remained hospitalized for two nights. At the time of the report she was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.